Event description:
Boston scientific rec'd info that this implantable right atrial pacing lead had dislodged. During the lead revision procedure, the ra lead separated at the pin when it was removed because, the left ventricular pacing lead was fractured during the procedure. Both leads were explanted and successfully replaced. To date, there have been no reported pt symptoms associated with this clinical observation.